Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled and that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt the ventricular lead had high impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.